Manufacturer narrative:
The device was found to be functional within the manufacture specifications.

Event description:
Healthcare provider reported a hematoma occurred around a year ago post eswl. The patient involved then consulted another medical doctor who advised that the kidney should be removed. Manufacturer is unable to confirm that the patient has received a nephrectomy. Repeated attempts to collect more information have been unsuccessful. This event was reported to the manufacturer on 4/25/2025.